Manufacturer narrative:
Evaluation of device found evidence suggests a torsional overload fracture. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "general. Surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2012. During the procedure, the surgeon attempted to loosen the screw and the tip of the screwdriver head fractured off into the cup. After numerous attempts to removed the tip, the surgeon was unable to remove the tip from the cup. As a result patient retained a the screwdriver tip.